Event description:
Pt. Was undergoing an angiography and arterial dilatation of the left extremity. There was a near 99% stenosis involving the left popliteal artery at the level of the knee joint. There was extensive collaterals filling a dominant tibial artery. During one of the balloon inflations, the balloon did not deflate. The balloon was removed by using a 7fr sheath to cover it and it was pulled out as a whole unit. There were no complications to the pt.